Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2018 a dry/fractured joint on j12 pin 14 (key3_button) of the membrane pba resulted in the device failing self-tests due to a speech chip label mismatch error. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, h017-014-204, on the (B)(6) 2018 therefore it is assumed it made sufficient contact during testing on this date. The device was still able to successfully deliver shock therapy via the audio prompts as demonstrated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p device

Event description:
When the AED is turned on, it prompted AED device service required. On/off light turn red. No patient involvement.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
When the AED is turned on, it prompted AED device service required. On/off light turn red. No patient involvement.